Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned by customer for evaluation.

Event description:
It was reported the patient received the following results within 15 minutes: 16.2 mmol/l (performa) and 7.0 mmol/l (active).